Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the alarm and light-emitting diode (led) failure could not be determined. It is possible that the issues occurred due to failure of the printed circuit board¿s pressure sensor. The printed circuit board regulates pneumoperitoneum control function, user interface control function, and peripheral equipment communication function. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the high flow insufflation unit alarm went off without warning. It was also noted that the led went out. The issue was found during a therapeutic rectal operation and the procedure was completed with the same device after it was restarted. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Section e1: establishment name: (B)(6). The device was returned for evaluation and the customers allegation was not confirmed. It was noted that there were no issues with the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.